Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test and motor test. Insulin pump was unable to prime during prime test due to faulty force sensor noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and stained address and serial number label. Moisture damage on motor home switch noted.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.